Manufacturer narrative:
(B)(4). Batch # t5ed7y. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Did the device cut? If yes, was the cut line complete? Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Was the staple line interrupted; staples not present/visible on any portion of the staple line? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a sleeve gastrectomy intervention, on the fifth shot at the last activation, numerous malformed points appeared. The outer "margime" of the suture appears frayed with simultaneous bleeding. The surgery was delayed for 15 minutes, but was completed successfully using clips. Fragments were generated, but they were easily removed without additional intervention. There were no patient consequences reported.